Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, an articular surface is being requested for a revision occuring due to unknown reasons. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue.